Event description:
It was reported that the customer's insulin pump alarmed motor error and had unresponsive buttons. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device was received with intermittent button response due to moisture damage keypad trace.